Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot#: va0rhyt, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that contact 3 showed to be out of range with a greater than 10,000. It was reported that the patient has had a few falls that may have contributed. There was a report that the rep programmed around the contact for better coverage. No further action was needed at the time. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.